Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that post implant of a laparoscopic adjustable band procedure, the surgeon was not able to fill the band. The surgeon did a fill under fluoroscopy and nothing would go through the tubing. The tubing was not disconnected from the port. The band was removed and replaced. The patient is okay.